Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
The baker grade of the reported capsular contracture has been confirmed as iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported, left side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side deflation, "textured", and capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: deflation; capsular contracture baker grade unknown additional, changed, and/or corrected data: b1, b5, d6b, e1, h6, h11.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ deflation: observed an opening assessed as surgical damage. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional later reported left side capsular contracture baker grade iii. Device has been explanted and replaced.